Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that log files were submitted for evaluation after the patient passed away. Log file review captured a low power advisory alarm on (B)(6) 2023 at 1:21 pm, low power hazard alarm at 3:13pm, and a no external power larm at 4:00pm. The emergency backup battery (ebb) was able to maintain motor speed of 9000 rotations per minute (rpm) while in power save module through 5:50pm. It was noted that the patient had not connected to wall power throughout the log file history, indicating the patient had been sleeping on battery power. Related manufacturer's report: 2916596-2023-04928.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of full battery depletion was confirmed via analysis of the submitted log file. The log file contained approximately 53 days (27apr2023 ¿ 19jun2023 per the timestamp). The log file captured a low voltage advisory alarm on 19jun2023 at 13:21:52, a low voltage hazard alarm at 15:13:42 and a no external power alarm at 16:00:36 due to the 14v batteries depleting. It should be noted that the controller was connected to charged 14v batteries approximately 15 hours before the low voltage advisory alarms activated. Transient decreases of pump speed (10 rpm below the low speed limit) were observed during these events. The system controller backup battery then supplied power to the system until it became depleted shortly after 17:50:36, which resulted in the controller turning off; this indicates that the pump stopped at this time. There were no other notable alarms throughout the log file. Aside from the noted pump stop and the transient decreases of pump speed, the pump maintained a speed above the low speed limit throughout the log file. Provided information indicated that the patient passed away on (B)(6) 2023 and that patient¿s cause of death and details leading to this event were unknown. It was reported that the equipment functioned as intended and that the patient¿s death was not considered to be device related. It was also reported that the heartmate ii system controller (serial number: (B)(6) would not be returned for evaluation. The root cause of the full battery depletion captured in the log file could not be determined through this analysis. The log file captured that the system controller was connected to 14v batteries throughout the log file, although it's indicated that it's suspected that the patient was sleeping on batteries, this cannot be confirmed. The device history records were reviewed and the records revealed that the heartmate ii system controller, serial number (B)(6) , was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate ii system controller was shipped to the customer on 27mar2020. Heartmate ii patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the low voltage advisory/hazard, power cable disconnect and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use section 3, entitled ¿powering the system¿, explains that a pair of new, fully charged 14v batteries provides up to 17 hours of support and explains how to check the battery life by using the on-battery power gauge button. This section also explains how to properly switch between power sources and indicates that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. This section also informs that the patient must always connect to the power module or mobile power unit for sleeping or when there is a chance of sleep. A sleeping patient may not hear the system controller alarms. Heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.